Event description:
Info received indicates the valve was explanted after almost five years service life due to poor hemodynamics and stenosis. Inspection during device retrieveal noted calcification seen on the belly of the valve cusps. The device was replaced with no additional consequence reported for the pt.